Event description:
It was reported that the patient presented to the emergency department after receiving an inappropriate shock due to noise on the right ventricular lead. The sensing on the lead was reprogrammed. It was also noted the lead alert triggered one day prior due to oversensing. A fracture of the pace/sense portion of the lead was suspected. A new lead was placed a few days later for pacing and sensing and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2011; 4196 implantable pacing lead (B)(6) 2011. (B)(4).